Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -10.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter lens due to refractive surprise and the problem was resolved. D6b: (B)(6) 2023. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -10.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On the same day different surgery the lens was exchanged for a shorter lens due to refractive surprise and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens returned in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).